Event description:
(B)(4). Extreme pain, crippling at times. Unable to perform job duties as a nurse at times. Abdominal weight gain, extreme mood changes, night sweats, hot flashes, edema in extremities, cysts, mental fogginess, forgetfulness, extreme irritability, extreme fatigue. Pain. Pain. Pain. Pain in ovary, vaginal pain, painful intercourse, headaches, joint pain, overall feeling like crap. Right sided ovarian pain began within two weeks of placement and has gradually gotten worse. Pain is now constant instead of random. Looking at removal options, possible hysterectomy.

Event description:
(B)(4). Additional symptoms that I somehow neglected to report above: extremely heaving bleeding with random menses. Sometimes my period comes for a few days or a few weeks, sometimes it comes and goes and comes back. Extreme cervical pain and vaginal pain (the only way to describe the feeling is to tell you to imagine someone sticking a hot knife up the vagina) my right ovary feels like it is being pinched and twisted, which is very painful (breathtaking at times).